Manufacturer narrative:
H3: examination of valve in co's lab revealed host tissue overgrowth had fused attachment site between two cusps and encroached onto each leaflet which resulted in wavy free margins, incomplete coaptation, stenosis of effective orifice area and leaflet disruption. Calcification was noted within belly of each cusp which contributed to stenosis of valve. X-ray anlaysis revealed calcification within belly of each cusp. Stent distortion was also noted which appeared artifactual explant. Primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for sypmtoms noted clinically. H6: 86= x-ray analysis.

Event description:
This event was reported as "dysfunction", degeneration & regurgitation. No further information provided.